Manufacturer narrative:
(B)(4). The device was manufactured december 11, 2015 - december 14, 2015. The device was received for evaluation out of its original packaging. Visual inspection revealed that the blue winged luer cap was attached to the device. However, the fill port cap was noted to be missing. The cause of the missing fill port cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the winged luer cap of a large volume folfusor was missing. This was noticed before use of the device. There was no patient involvement. No additional information is available.